Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical applications specialist reported an anterior capsule tear after phacoemulsification but before irrigation and aspiration. This was noted at the two o'clock position. The same intraocular lens as planned was used and case was finished without further issue.

Manufacturer narrative:
The customers reported event was not able to be confirmed. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).